Event description:
Patient allegedly received an implant on (B)(6) 2008 via the right common femoral vein due to unspecified emergent need per operative report. Per the ivc (inferior vena cava) filter placement report dated (B)(6) 2008: "ivc was not dilated no evidence of thrombus. Solitary renal veins were identified. The ivc measured less than 15 mm in size. No other significant findings. Subsequently, a 7-french tulip celect ivc filter was placed at the l2-l3 level. Subsequent ivc-gram demonstrated adequate position without evidence of thrombus". Per the (B)(6) 2008 CT (computed tomography) abdomen and pelvis: "pulmonary embolism is again noted within right lower lobe and right middle lobe pulmonary artery branches". "An inferior vena cava filter is noted". "Impressions: 5) unchanged bilateral pleural effusions and right sided pulmonary emboli". Per the (B)(6) 2018 CT abdomen pelvis: ""stable infrarenal ivc focal occlusion proximal to ivc filter with reconstitution at the renal level".

Manufacturer narrative:
Investigation is reopened due to additional information provided. The following allegations have been investigated. Pulmonary embolism and inferior vena cava occlusion. The reported allegations have been further investigated based on the information provided to date. New pe as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: pulmonary embolism. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(4). Blank fields on this form indicate the information is unknown or unavailable. Catalog# is unknown but referred to as cook celect filter. Occupation: non-healthcare professional. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
'It is alleged that "[pt] received a cook celect filter on (B)(6) 2008". It is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.